Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer. A records review was performed on the reported serial number. A device manufacturing record investigation was conducted and there were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when he expired. Per the pdrn, causality was attributed to the patient¿s poor overall health, age, and recent shingles infection. The pdrn stated the patient¿s death was unrelated to the any fresenius device(s) and/or product(s). Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred, causing, or contributing to the patient¿s cardiac arrest and expiration.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy. The patient was dialyzing and the patient spouse stepped out of the room. The patient spouse returned to disconnect the patient from the machine and found the patient was unresponsive and had expired during treatment. Upon follow up the pdrn reported the patient passed away peacefully while sleeping. A non-urgent call was placed to emergency medical services (ems), and the patient was taken directly to the funeral home, no autopsy was performed. The patient had a do not resuscitate order. The patient¿s treatment data was reviewed and confirmed treatment was completed and no alarms were noted. The pdrn reported causality was attributed to the patient¿s advanced age, worsening overall health, and recent shingles infection. There was no allegation of product deficiency or malfunction on or against the machine or any fresenius device(s).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as received simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy. The patient was dialyzing and the patient spouse stepped out of the room. The patient spouse returned to disconnect the patient from the machine and found the patient was unresponsive and had expired during treatment. Upon follow up the pdrn reported the patient passed away peacefully while sleeping. A non-urgent call was placed to emergency medical services (ems), and the patient was taken directly to the funeral home, no autopsy was performed. The patient had a do not resuscitate order. The patient¿s treatment data was reviewed and confirmed treatment was completed and no alarms were noted. The pdrn reported causality was attributed to the patient¿s advanced age, worsening overall health, and recent shingles infection. There was no allegation of product deficiency or malfunction on or against the machine or any fresenius device(s).